Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/ monitor unusable). The cause for the failure was isolated to a defective u413 component on the computer/ analog board. The root cause for the defective u413 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was receiving a service code 204 (belt/monitor unusable).